Event description:
Caller reported patient began pump therapy on (B)(6) 2014. Caller stated patient developed dka and was admitted for stationary treatment on (B)(6) 2014 and remained in rehab for diabetes re-adjustment from (B)(6) 2014. Caller reported patient went to the doctor on (B)(6) 2015 due to elevated blood glucose level up to 600 mg/dl. Caller stated patient stopped pump therapy on (B)(6) 2015 and began pen therapy; was admitted for dka on (B)(6) 2015. Caller reported the diabetes counselor does not know what caused the dka; alleges inaccurate delivery. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.